Event description:
It was reported that the pt had difficulty charging the ipg for the last eight months. An sjm rep interrogated the system and found the ipg was inoperable. The ipg was explanted and replaced. The pt's therapy was restored.

Manufacturer narrative:
As received, the ipg would not communicate with the lab pt programmer, the lab blue screen utility, or lab charging system. Inspection of the interior of the ipg did not reveal any anomalies. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to mfg specifications using the autotester. The ipg passed all tests. The complaint for no communication was confirmed; however, intermittent communication was not observed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.